Event description:
It was reported that a patient was being treated with open reduction internal fixation of the left tibia and left fibula. The tibia was being fixed with a low bend medial distal tibia locking plate. During drilling with a 2.5mm drill bit for a 3.5mm cortex screw, the 2.5mm drill bit broke near the proximal end of the drill flutes. The broken drill bit tip was not retrieved and remains in the patients tibia. The procedure was successfully completed with little delay. It is unknown if the 3.5mm cortex screw was implanted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hsz. Device is an instrument and is not implanted/explanted. Device mfg date: 4/2/13. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.